Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side rupture. Concomitant products: left side 500cc mentor memorygel breast implant, catalog number: 3505004bc; serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent primary breast augmentation with a 500cc mentor memorygel breast implant and was presented with breast implant rupture on her right side confirmed by ultrasound on (B)(6) 2019. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the updated explantation date is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/10/2019, mentor became aware that device was discarded. Hence, methods code has been updated. Manufacturer¿s reference number: (B)(4).